Event description:
A peritoneal dialysis (pd) patient reported that fluid was found when removing the cassette after treatment was canceled. The patient said there were problems trying to get the machine to advance past drain 1. When patient canceled and was removing the cassette fluid was discovered in the pump module area and also on the external part of the cassette. Patient was advised to try the cycler for next treatment. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient was able to let the cycler dry out overnight and has been using it since with no further problems. The patient discarded the cycler set.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that fluid was found when removing the cassette after treatment was canceled. The patient said there were problems trying to get the machine to advance past drain 1. When patient canceled and was removing the cassette fluid was discovered in the pump module area and also on the external part of the cassette. Patient was advised to try the cycler for next treatment. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient was able to let the cycler dry out overnight and has been using it since with no further problems. The patient discarded the cycler set.